Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported a case of induced astigmatism, three weeks after laser assisted cataract surgery one right eye. Patient was noted to have has lasik on both eyes 15 years prior. Additional information has been requested.